Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in hospital with ventricular tachycardia (vt) and ventricular fibrillation (vf). The vt and vf were adequately treated with high voltage therapy and anti-tachycardia pacing (atp). Episodes of undersensing were observed on the right ventricular (rv) channel, however, which caused a delay in therapy. During device explant due to normal battery depletion, and the rv lead was capped and replaced. The patient's condition was stable post-procedure. Related manufacturer reference number: 2938836-2017-28928.